Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, the helix would not deploy properly and the physician requested a new lead. The new lead was successfully implanted. No patient complications have been reported as a result of this event.